Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted surgical procedure, customer stated that during initial power on, recoverable 23210 (message to disable the arm) occurred, followed by non-recoverable fault 86 and 41014. The customer tried multiple power cycles and system was not connected onsite during the time of the call. Technical support engineer (tse) asked the customer to connect all subsystems and power on the system. The customer callback and said touchscreen monitoring booting logo and not response. Tse suggested to boot the system in standalone mode by still the issue remain same. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the redundant power tray assembly. The system was verified and ready for use.